Event description:
The customer stated that the architect c8000 analyzer has been generating higher than expected patient results for the lithium assay. For example, one patient sample generated an initial result of 2.978 mmol/l that was repeated at 1.814 mmol/l. Quality controls were within the accepted ranges. None of the results were reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.